Event description:
It was reported that, while in use on a patient, this 980 ventilator "locked up" and displayed an "initial loss of breath delivery (bd) communications" diagnostic code. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator "locked up" and displayed an "initial loss of breath delivery (bd) communications" diagnostic code. A review of the ventilator logs indicates a loss of ventilation (lov) during use. The power on self test (post) ran due to the loss of power and the initial loss of communication was due to a post failure as there was no primary battery installed. The device was available for evaluation. A review of the ventilator logs indicates there was a loss of ventilation (lov) during use. The service personnel (sp) inspected the unit and confirmed the reported issue. The service personnel (sp) inspected the unit and was unable to replicate the identified loss of ventilation. Sp found that the batteries were not recognized by the ventilator, confirming the post failure, and replaced the battery back plane printed circuit board assembly (pcba), breath delivery (bd) power controller pcba, bd power distribution pcba, and batteries to address this issue. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the loss of ventilation identified in the logs could not be established. The cause of the reported "locked up" and displayed "initial loss of bd communications" was isolated in the field to a potential fault in the battery back plane pcba and/or bd power controller pcba and/or power distribution pcba and/or batteries. Further action is not required as these events are included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to parts return section h6 evaluation code was updated due analysis of returned parts component code (annex g) remove g07001 and add g0201204 h3 device evaluation summary was updated due to analysis of returned parts medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator "locked up" and displayed an "initial loss of breath delivery (bd) communications" diagnostic code. A review of the ventilator logs indicates a loss of ventilation (lov) during use. The power on self test (post) ran due to the loss of power and the initial loss of communication was due to a post failure as there was no primary battery installed. The device was available for evaluation. A review of the ventilator logs indicates there was a loss of ventilation (lov) during use. The service personnel (sp) inspected the unit and was unable to replicate the identified loss of ventilation. Sp found that the batt eries were not recognized by the ventilator, confirming the "initial loss of bd communications" post failure, and replaced the battery backplane printed circuit board assembly (pcba), breath delivery (bd) power controller pcba, bd power distribution pcba, and batteries. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One bd power controller pcba and battery backplane pcba were returned for analysis: the returned components were visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned for analysis: a visual inspection of the returned pcba was conducted, and no faults or damage were observed. The pcba was installed in the failure investigation test ventilator for analysis. During est, the unit failed the battery test and confirmed the reported fault. When the ac power cord is removed from the ventilator, the ventilator did not recognize the battery. After a thorough investigation, the fault was traced back to a faulty resistor (r6) on the bd power distribution pcba. The likely cause of the loss of ventilation identified in the logs, "locked up" and "an initial loss of bd communications", is isolated to the faulty r6 on the bd power distribution pcba. These events are included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.